Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review for material# 2477-0007 and lot# 24105124 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 23oct2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that bd alaris pump module smartsite blood infusion set was leaking the following information was received by the initial reporter with the following verbatim patient was receiving blood transfusion over the pump. When the nurse went to the room to inspect the patient. It was noted that there was leaking out of the unused spike which was clamped. This had happened twice with the same lot# and had to fix it by adding a blue clamp.